Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, adhesions of small bowel to the mesh, small bowel obstruction due to failure of the mesh and inflamed bowel. Post-operative patient treatment included mesh removal surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced pain, discomfort, cramping, constipation, nausea, vomiting, defective mesh, recurrent hernia due to failure of the mesh, adhesions of small bowel to the mesh, small bowel obstruction due to failure of the mesh and inflamed bowel. Post-operative patient treatment included mesh removal surgery, medication, exploratory laparotomy, lysis of adhesions, and repair of ventral hernia.

Manufacturer narrative:
Additional info: a4, b5, b7, d8, e1 (facility name, street, city, region, postal code), h4, h6 (updated all codes, added patient codes, imf codes, and device code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.